Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the failure. The unit passed all post-service testing and was returned to the customer. We consider this failure a malfunction of the power pca.